Event description:
It was reported that the patient underwent a gynecological procedure in approximately 2005 - 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, urinary problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.